Event description:
Per the clinic, the patient experienced poor performance with the device due to incorrect initial placement of the electrodes. The device was explanted on (B)(6) 2020 and the patient was reimplanted with a new device during the same surgery.